Manufacturer narrative:
The returned device failed set time, compressive strength and flow testing. Retain product was tested and found to be within specification. A DHR review was conducted with no discrepancies noted. Root cause unknown.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that eight students experienced an allergic reaction after using jeltrate alginate impression materials. No medical intervention was required. The symptoms reported include mouth sores in each student.